Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned, where visual inspection noted the lead body was curled and twisted. Initial resistance testing found the lead was not electrically continuous, and an x-ray was performed and revealed that the inner coil was fractured. Based upon the clinical observations and laboratory findings, investigation found it likely that torsional overstress during attempts to extend/ retract the helix during the lead implant caused the inner conductor coil to break.

Event description:
It was reported that this lead was an attempted implant due to helix difficulties with extension and retraction. It was noted that this lead was repositioned often and might have even gotten damaged and not able to stay in place. The physician elected to not use this lead, and another lead also had similar issues before the third lead was implanted successfully. No adverse patient effects were reported.